Event description:
See MDR 1036844-2013-00114 for the first kit used. It was reported the procedure was being performed on a female (B)(6) patient with leukemia and shock in the pediatric ICU. A second kit was opened and they attempted to place the catheter femorally. During insertion of the catheter, the spring wire guide unraveled. As a result, the physician removed the wire and needle as one without any problem. The spring wire guide was removed intact. A competitor's kit was used to perform a punture intraosseous which is a technique used to try to place the catheter.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if add'l info becomes available.